Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no indication that a synthes device may have caused or contributed to the reported adverse event of pseudoarthrosis. The patient is a smoker, and pseudoarthrosis is common in smokers. The limited documentation available notes there was radiolucency around the graft and pseudoarthrosis was noted with no plate. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no indication that a synthes device may have caused or contributed to the reported adverse event of pseudoarthrosis. The patient is a smoker, and pseudoarthrosis is common in smokers. The limited documentation available notes there was radiolucency around the graft and pseudoarthrosis was noted with no plate. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
Height reported as (B)(6). This report is for one unknown spinal system/unknown lot. Device not reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(4) clinical study patient had an anterior cervical disc fusion (acdf) using an unknown spinal system at c6-c7 on (B)(6) 2003. There were no complications during the procedure. The patient was discharged to home on (B)(6) 2003. One to two (1- 2) tablets of tylox was prescribed every four (4) hours as needed. There were no complications at discharge. On (B)(6) 2004 reported (B)(6) 2004, 351 days postoperatively, the patient at pseudoarthrosis c6-7. Likelihood of the event was reported as anticipated. The severity was reported as mild. Action required was home/office care. Course of action was radiolucency around the graft noted on x-rays taken on (B)(6) 2004, at which time the patient complained of mild intermittent neck and should pain; on (B)(6) 2004 x-rays revealed pseudoarthrosis with no plate. Observations: loosening. Current state of event: ongoing, monitor patient, consider repeat surgery if symptoms worsen. On (B)(6) 2007, at the month 36 internal visit, a potential adverse event of bronchitis was identified. This report is for one unknown spinal system. This report is for pseudoarthrosis c6-7. This is report 1 of 1 for (B)(4).